Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. A review of the event history log identified the system error 345 that had occurred during testing. It was determined that the upstream sensor assembly required replacement to correct this condition. A service history review revealed no issues that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad response time during testing. The cause was identified to be the processor board which was replaced to correct this condition. A service history review revealed no issues that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response and alarmed system error 345 (thermistor disparity). No additional information is available.